Event description:
(B)(4). So far, I've had a miscarriage and my allergies are horrible. I have a very bad smoke allergy, I now have an intolerance to alcohol, my hair is thinning, I am unable to loose weight, I have multiple months at a time where I have no period, my cramps feel like contractions most of the time and my mood swings and hot flashes make it seem as though I'm going through menopause.